Manufacturer narrative:
The device was returned. A visual inspection was performed, and the reported stent dislodgment was confirmed. The reported difficulty to advance the stent delivery system (sds) though a guiding catheter was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to advance and stent dislodgement appear to be related to operational circumstances of the procedure. The noted stent damages likely occurred during retraction with the snare device. The noted kinks and bends on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a slightly tortuous lesion in the right coronary artery (rca). The 3.0x28mm rx xience sierra stent delivery system (sds) was advanced however resistance was met with the guiding catheter and the stent dislodged from the balloon. The stent was retrieved using a guide liner. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.